Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported noise and subsequent cancellation remains unknown.

Event description:
During an atrial fibrillation procedure using ensite x (voxel mode, version 2.0.1) noise was noted on the intracardiac signals from the amplifier. Multiple cables were exchanged, without resolution. And the procedure was terminated prematurely without adverse patient consequences.